Event description:
It was reported that the patient had drainage and an increased stranding in the subcutaneous fat around the spinal cord stimulator (scs) leads with possible acute inflammatory change noted. The patient was administered with doxycycline prophylactically and a course of augmentin, however, the patient did not have improvement after the medications were completed. The patient underwent an scs explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Investigation results: the ipg and leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was conducted and determined that the reported event is a known and documented risk associated with implantation of a pulse generator as part of a spinal cord stimulation (scs) system. The event is consistent with risks disclosed in the device labeling. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7086550, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient had drainage and an increased stranding in the subcutaneous fat around the spinal cord stimulator (scs) leads with possible acute inflammatory change noted. The patient was administered with doxycycline prophylactically and a course of augmentin, however, the patient did not have improvement after the medications were completed. The patient underwent an scs explant procedure.